Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken device on patch shell bond edge assessed as an unidentified (tear) opening (shell thickness within spec). Additional observations: no other observations were observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported a right side rupture confirmed by MRI. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture confirmed by MRI. Device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/17/2024. Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 04/30/2024.

Event description:
Healthcare professional reported a right side rupture confirmed by MRI. Device has been explanted.

Event description:
Device has been explanted.